Event description:
The mouth (tip) of the device broke off. The broken piece was retrieved and discarded. Reportedly, there was no harm to the patient.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The broken surface is homogenous which indicates material conformity. The review of the manufacturing and material documents showed the cutter meets specification. We are not able to determine the exact cause of failure without further information. It is possible that high mechanical overloading has lead to this final breakage. No product fault could be detected.